Event description:
A talent converter abdominal stent graft system was inserted in a patient for the emergent endovascular treatment of a ruptured 9 cm iliac aneurysm and a ruptured 11 cm abdominal aneurysm. The patient also has a non-ruptured 8 cm thoracic aneurysm, which was not been treated at the time of this event. Vessel morphology was reported as severe tortuosity and mild calcification. It was reported that the physician attempted to advance the talent converter delivery catheter; however, due to the severe tortuosity, the delivery catheter kinked. The delivery system was removed from the patient and discarded. The physician elected to complete the case by using a device from another manufacturer, which was successfully implanted to exclude the aneurysms. No additional clinical sequelae were reported, and the patient is stable.

Manufacturer narrative:
(B)(4). Evaluation, results: severely tortuous vessels. Treatment of a pre-operative rupture. Evaluation, conclusion: severely tortuous vessels. Treatment of a pre-operative rupture.